Event description:
It was reported to philips that the system's flexvision computer was unable to boot, preventing a full system boot. No harm was reported to philips. Philips has investigated this complaint. According to the additional information collected, the system was in outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and identified that the data monitor was not stuck at 00:00 due to the flexvision pc bootup issue. A review of the system logfiles found a malfunction with the flexvision pc. To resolve the issue, fse replaced the flexvision pc. After replacement, the system was returned to use in good working order.